Event description:
The customer called and reported receiving multiple no delivery alarms. The customer changed out the set and received another no delivery alarm. The customer was provided assistance with changing out the infusion set. An attempt was made to call the customer to retrieve insulin pump data, but the customer was unavailable.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.